Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. Device was discarded.

Event description:
Patient reported she noticed leaking at the site; was not sure if it was a leak at the headset or poor absorption. Patient stated she changed the infusion set and the leak did not persist. Patient discarded the infusion set. No adverse event reported. No product return was requested.